Event description:
It was reported the catheter was broken or breached and fluid was identified inside the catheter. According to hospital staff, the problem was noticed after the catheter was introduced into the body. The procedure was completed without incident. Additional information has been requested but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of this complaint device, if there is any further relevant information from that review, a supplemental medwatch will be submitted.